Manufacturer narrative:
H10: e1: (B)(6), turkey.

Event description:
Philips received a complaint by the customer on the v60 indicating that a 110a "proximal pressure sensor autozero failed" error occurred. There was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The field service engineer (fse) discovered that a 110a "proximal pressure sensor autozero failed" error occurred while repairing a previous power switch overlay issue. The fse reviewed the service manual and found that the data acquisition (da) printed circuit board assembly (pcba) needed to be replaced. The fse therefore replaced the defective da pcba and verified that the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.